Event description:
It was reported that a continuous glucose monitoring sensor displayed an error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, completed pump reset with guidance, confirmed error message did not return, and successfully started new sensor session.